Manufacturer narrative:
The customer requested a replacement battery without device evaluation.

Event description:
It was reported to philips that the device had a test failure. The device was not in use on a patient.